Manufacturer narrative:
This complaint record was reopened in order to update with a failure analysis of a replaced component the removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician installed the suspect da pcba into a pil v60 standard test bed (stb) for testing. Functional analysis was performed and identified that the device pressure accuracy testing has failed. The pil technician was able to duplicate the proximal pressure line disconnect failure from the service. The suspect da pcba operated on the stb with an alarm and error 1202 for proximal pressure disconnect. After further evaluation, based on the results of pressure test and bench testing, pil verified that u6 on the suspect da pcba is faulty.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint reporting a proximal pressure line disconnect" alarm occurred on the v60 ventilator. The device was not in clinical use; the issue occurred during a periodic maintenance evaluation. There was no report of harm. The device did not meet specification for intended use. A philips authorized service provider (asp) evaluated the device and confirmed the issue. The asp determined part replacement was necessary to resolve the issue. The asp replaced the data acquisition (da) printed circuit board assembly (pcba). The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.